Event description:
It was reported that a normal elective replacement indicator (eri) occurred. During the pump replacement, there was no cerebrospinal fluid (csf) at the pump site. The spinal segment was okay. A catheter revision was done. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8703w, lot# l57665, implanted: 1999 (B)(6); product type catheter. (B)(4).